Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient received one positive curative test result on (B)(6) 2021 at 3:24am. The patient's test sample was collected (B)(6) 2021 at 9:22am and resulted in a viral CT value of 36.9, which falls in the repeat range. The patient's test sample was then repeated for a second time and resulted in a viral CT value of 34.2, which falls under the positive range. No corrections were made to this test report upon release to the patient. The patient's sample was located on plate-(B)(4) and testing started on (B)(6) 2021 at 7:39pm and the result for this test was released on (B)(6) 2021 at 3:24am as positive. Per the clinical lab's investigation, the result for the patient's sample was reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample was located on plate-(B)(4) at position e1. Plate-(B)(4) contained several empty wells at positions a8, a9, a10, a11, a12, b7, b8, b9, b10, b11, b12, c7, c8, c9, c10, c11, c12, d7, d8, d9, d10, d11, d12, e7, e8, e9, e10, e11, e12, f7, f8, f9, f10, f11, f12, g7, g8, g9, g10, g11, g12, h7, h8, h9, h10, h11, h12 - all of which displayed zero human and viral amplification. Therefore, curative has no reason to believe that the patient's sample was contaminated by any of the surrounding positive samples.plate-(B)(4) was created using the hamilton method in plating ((B)(4)), manually extracted using the norgen kit lot 600709, and manually prepared for qpcr using a mastermix from batch 89. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. The patient did not need to be contacted due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Patient claims to have received a false positive because the patient took test a couple of days later and was resulted as negative.